Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that power port 1 of the controller was loose and was causing power switching issues with multiple batteries.  The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements prior to its release to the field. Failure analysis of the returned device revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 connector with the o-ring gasket displaced. The power port was still able to adequately accept power from a power source. Additionally, during testing, the controller did not exhibit premature power switching; the controller performed as intended at the bench. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, an internal investigation has been opened by the supplier to evaluate loose connector and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient came into clinic on (B)(6) 2017 and reported that port #1 on the controller was coming loose from the controller housing and it was causing power switching issues with his batteries. No other alarms or pump off time was reported. The patient denied any overt damage to the controller. The site decided to perform an elective controller exchange. The patient tolerated the controller exchange well with minimal pump off time.